Event description:
During aaa repair in 2008 on a patient, the physician was unable to open and pass the ipsilateral limb through the captor valve. Also, a possible hole in graft was evident after extensive occlusive testing with coda balloon in order to locate persistent endoleak around the bifurcation of the graft. Jet of contrast was evident in attached imaging on the left hand side above the flow divider. Options for treatment were discussed. The decision was made to withdraw, stabilize the patient and revisit after CT if required. Patient is alive and has been discharged from the hospital with a possible persistent endoleak.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were received to assist in this investigation. An internal clinical review indicated that the event was possibly due to product quality. We have notified the appropriate individuals and will continue to monitor for similar events.